Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that when the package was opened, the needle was loose, it was not attached to the thread. In this gauge it happened in a package with a suture.. Additional information has not been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 4 closed samples and 1 open sample without the needle and the thread still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of all closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.33 kgf in average and 0.25 kgf in minimum (european pharmacopoeia requirements: 0.17 kgf in average and 0.08 kgf in minimum). Furthermore, needle attachment strength results before releasing the product were 0.34 kgf in average and 0.29 kgf in minimum and fulfilled ep requirements. Reviewed the batch manufacturing record, there were no incidences related to this issue and this batch was released into the market fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.